Event description:
It was reported that the patient¿s lv lead dislodged. It is unknown when the lead dislodging occurred. Prior to the procedure it was confirmed that the lv lead was dislodged and had no capture. The lead was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies. The double bend height was measured within specifications.